Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing myopotentials leading to pacing inhibition. The patient was asymptomatic. No changes were made and there were no consequences to the patient.